Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the screen was not working on the device. The device's lcd board/printed circuit assembly would need to be replaced to address the issue. There was no repair made to the device, and it will be scrapped.